Event description:
The event is reported as: during pre-testing of the et tube the doctor experienced difficulty in either inflating or deflating the cuff. No report of pt injury.

Manufacturer narrative:
Sample received by manufacturer but investigation is incomplete at the time of this report.